Event description:
Bilateral stents were used. The stent was placed in the contra limb to achieve a seal. No further interventions required and case completed. Jacket retraction was difficult but was resolved. The graft was successfully implanted.